Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry vision. The lens was exchanged for non-company lens model 2 months following the initial procedure. Additional information received that the patient symptoms were improving. There was no patient impact.

Manufacturer narrative:
Corrected information provided in d.4. Additional information provided in e.4. And h.3. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9. , h.3. , h.6. And h.11. The product was returned for analysis. The reported complaint cannot be confirmed from the returned sample. Iol returned in two segments inside a sample container. Solution is dried on the iol. One haptic is adhered to the optic surface with solution, the other haptic is intact. The optic is torn/split-cut dividing the iol in two and scratched/marked-rejectable. The root cause for the reported complaint could not be determined. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).